Event description:
It was stated that the device alarmed downstream occlusion, clear occlusion between pump and patient. The product fault occurred during testing. There was no patient involvement. The device analysis found a corroded downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log was not available due to the defective microprocessor unit board. Functional testing was able to verify the reported problem. It was determined that the contaminated downstream occlusion sensor was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.